Event description:
In 2008, the patient reported he received an e4 (occlusion) message on his insulin infusion device. He said he changed his insulin infusion headset and tubing yesterday. To troubleshoot, the patient was instructed to disconnect from this device and perform a 5 unit bolus which went through without error. The patient was then instructed to remove his headset from his body and he discovered the cannula was bent. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.